Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 5. The drain volume was 2140 ml the programmed fill volume was 1000ml. This event meets overfill criteria. Product surveillance contacted the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that she would follow up with the homepatients (hp)'s doctor. The nurse also reported that the hp was doing well on the new cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will not be provided in a follow up emdr.

Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. (Procedure date is unknown). According to the complainant, post procedure on (B)(6) 2010, the intestinal j-tube was impossible to rinse. The procedure was completed with a new 80cm two-port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2010: the initial placement procedure date was (B)(6) 2010. The physician indicated that the j-tube was working however, it was exchanged because of a loop that was discovered in the device that may have been related to the j-tube being impossible to rinse. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The assignable cause of the iipv was determined to be: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. The service history was reviewed and the device has not been previously returned for any issues related to iipv. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).